Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the catheter shaft was broken near the hub; functional testing could not be performed due to the damage noted. Additional information from the complaint indicated damage was noted to the device when the packaging was opened; no damage was noted to the packaging. It is probable the device was damaged as a result of handling removal from its packaging, therefore human factors was assigned to this investigation.

Event description:
Analysis of the returned device found that the catheter was broken. There was no clinical consequence to the patient as a result of this event.